Event description:
Related modular cable MFR #: 2916596-2023-03752.

Manufacturer narrative:
D4 - device serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of the patient experiencing a shocking sensation from the power, cord and a separation between the system controller and the power cables was not confirmed. The heartmate 3 system controller was not returned for analysis. Additionally, there were no log files, photos, or any other supporting documents submitted. Multiple attempts were made to obtain additional information about the reported event such as the serial number of the controller that was replaced, if the cause of the shocking sensation was identified, if exchanging the system controller resolved the problem, and if the products will be returning to abbott; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate patient handbook (rev. C) section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use (rev. C) section ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. Additionally, it is suggested that patients use battery power. The heartmate patient handbook (rev. C) and the heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. Additionally, it is suggested that patients use battery power instead of the mpu when not sleeping or relaxing to reduce the risk of system damage from high levels of static electricity. Heartmate 3 instructions for use (rev. C) section 7 ¿alarms and troubleshooting¿ contains a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch number 3400300000-2022-0000023 was received 08jun2023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Voluntary medwatch number 3400300000-2022-0000023 was received 08jun2023. It was reported that the patient complained of a shocking sensation from their power cord. It was noted that there was separation between the system controller and the power cables. The system controller was replaced.